Event description:
Boston scientific received information that the patient implanted with this device received an inappropriate shock for atrial fibrillation with rapid ventricular response. The field representative contacted boston scientific technical services (ts) to discuss programming options. There were no additional adverse patient effects reported.

Manufacturer narrative:
Ts advised turning off monitor only zone so the device would not do anything until it got to the ventricular tachycardia (vt) zone. All available information indicates the device remains in service. This investigation will be updated should further information be provided.